Event description:
It was reported that during a gastric bypass procedure, while insufflating almost all gasses disappeared through the seal of the trocars. Everything was connected properly. It is unknown how the procedure was completed. There were no adverse consequences for the patient. The customer disposed of four devices, no devices will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was received:(B)(6).